Manufacturer narrative:
Additional information provided states that the device is not available for return.

Manufacturer narrative:
Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the previous report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issues was not established as no product or logs were returned and insufficient clinical information was provided

Manufacturer narrative:
Updated information: d6b explant date added.

Manufacturer narrative:
D6b: added explant date: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a 55-year-old male patient with a past medical history of a prior coronary artery disease (cad), presenting in scai stage a shock, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a high-risk cardiothoracic (CT) surgery. During the procedure, there was an optical sensor error after connecting the pump. The pump was reconnected, but the same error occurred. The automated impella controller (aic) was exchanged for a new aic which resolved the issue. While the patient was in the intensive care unit (ICU), there was red tinged urine. The pump was malpositioned on echocardiogram. The device was repositioned which resolved the issue. The post procedure outcome is unknown. The impella functioned at p-6 at 3.6l/min as intended. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. This impella 5.5 device report is one of two devices associated with the event. The medical device report on the aic controller is in process.